Event description:
It was reported that the patient had adaptive stimulation reprogrammed around mid-january time frame. It worked well for a couple of weeks with the exception of the sitting position. The device never acknowledged the sitting position. The other adaptive stimulation positions stopped working a couple of weeks after they were programed. Two nights prior to the report, the last stimulation woke the patient up with a ¿little jolt¿ and they had to adjust the stimulation back to where it was comfortable. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#:(B)(4), product type: recharger. Product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial#:(B)(4), product type: programmer, patient. (B)(4).